Manufacturer narrative:
Section b5 additional information: the same samples were retested on the architect and the results were comparable to the alinity. A review of complaints for the alinity I prolactin (list 7p66), lot# 20348ui00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A retained kit of reagent lot 20348ui00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. In this case, macroprolactin contributed to the elevated results as the results were lower after performing peg precipitation of the samples. Labeling provides information relating to elevated prolactin results and details around macroprolactin. Based on the investigation no systemic issue or product deficiency was identified for the alinity I prolactin (list 7p66), lot# 20348ui00 assay.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I prolactin results on multiple patients example results provided (uom = ng/ml): (B)(6). Customer¿s prolactin reference range: females (3.2 - 26.5 ng/ml), male (3.5 - 19.4 ng/ml). No impact to patient management was reported.